Event description:
Upon using the vessel sealer device on patient tissue, it did not seal and there was an error code on the intuitive surgical screen we were looking at. We then took the item out and reset it into the robotic arm and it would not take/read the instrument. The device was sequestered and the instrumentation was processed proceeded to open a new device, this one fortunately worked out just fine. No harm to the patient in this case.